Manufacturer narrative:
This report is submitted on july 14, 2022.

Event description:
Per the clinic, the patient experienced open circuit electrodes. Reprogramming attempts were made; however, the issue could not be resolved. The device was explanted on (B)(6) 2022. The patient was re-implanted with a new device in the same procedure.

Manufacturer narrative:
Device analysis report attached. This report is submitted on june 4, 2024.